Event description:
It was reported the nims were ''not working'' during a procedure. There was no other information available about the event. The clinical engineer "tested both nim3.0 systems with the simulator box and passed the electrodes check and able to stimulate without issue."

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: mainframe: 8253001, nim response 3.0 , 510k: k083124, serial # (B)(4), lot# 63821700, manufacture date: 2009-09-17 (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.